Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: suspected alcl lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Clinic reported a patient with a right side suspected diagnosis of alcl and explantation of the patient's breast implant. As pathological markers confirming alcl lymphoma have not been received, the event will be captured as lymphoma.

Event description:
Pathological markers confirming alcl lymphoma have been received.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: crease fold, weight to the spec, deformation, wear abrasion, brown biological tissue. The device was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required, f2303 medication required, f2305 radiation therapy. Date of alcl diagnosis: (B)(6) 2019.

Event description:
Clinic reported a patient with a right side suspected diagnosis of alcl and explantation of the patients¿ breast implant. Pathological assessment then reported "what we see here is a heavily fibrous soft tissue capsule (status post silicone implant and silicone leakage) with an epithelioid and primarily giant cell (some with silicone foreign bodies), non-necrotising, granulomatous and chronic lymphocytic inflammation, as well as sparse cd30-positive (probably cd2-positive, as well as alk1-negative) polymorphous blasts, corresponding to so-called breast implant¿associated anaplastic large cell t-cell lymphoma. The findings here are very discrete, meaning that morphological changes can barely be recognised, although the spread of larger, cd30-positive blasts detected in the immunohistochemistry in the capsule and fibrin correspond to this rare lymphoma entity". The device has been explanted with capsulectomy. Patient representative reported the patient was treated with 4 rounds of chemotherapy, followed by a 4-week radiation. Patient is now "cancer-free".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Lymph node swelling on the right axillary presented 9 years following implant. Seroma was also detected. "Punching of lymph node" detected "lymphoma." Pathology found "granulomatous and chronic lymphocytic inflammation, as well as sparse cd30-positive (probably cd2-positive, as well as alk1-negative) polymorphous blasts, corresponding to anaplastic large cell t-cell lymphoma." The device was explanted and treatment with chemotherapy was given.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).